Event description:
A pharmacist called on behalf of the customer. The pharmacist alleged the customer returned a bottle of defective contour test strips. Prior to the call, the pharmacist performed a control test and received a result of 280 mg/dl. During the call, the pharmacist performed a control test and received a result of 411 mg/dl. The normal control range was 107-148 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The pharmacy replaced the customer's test strips. Replacement test strips were sent to the pharmacy.